Event description:
Pt returned for revision of total knee replacement of patella component due to loosening. Revision required replacement of the following: lcs knee-all poly 3 peg patella std size, lot# uc9ck1022. Lcs knee-primary cemented femoral std size right, lot# us3cv1007. Lcs deep dish rotating platform standard 20 mm.